Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on (b)(64) 2015 with the following findings: review of the black box data revealed record of call service alarm 078-0008. On investigation, the pump performed rewind, load and prime steps successfully. The pump was exercised for 24 hours without the occurrence of alarm. Investigation did not duplicate the complaint. Unrelated to the original complaint, there was evidence of moisture corrosion observed inside the battery compartment and the battery compartment was cracked on the side from the threads to the bumper pad and from the bumper pad to the case seal. A leak test revealed moisture leakage into the battery compartment. The pump was opened for further investigation with no further moisture ingress observed inside the pump.